Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The pump reset information was provided by customer technical support, who assisted the caller with resetting the pump. The malfunction did not recur after the reset, however, the customer reverted to an alternate method of insulin therapy.